Event description:
During a procedure for prolapsed hemmorhoids, the device was fired and 3-4 staples at the 3-4 0'clock location did not form correctly. Surgeon oversewed and there were no pt consequences. Device will be returned.